Event description:
It was reported that, this device was explanted and replaced due to safety mode and premature battery depletion, nonetheless, the device was not able to be interrogated. The device will be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that, this device was explanted and replaced due to safety mode and premature battery depletion, nonetheless, the device was not able to be interrogated. The device will be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated, no telemetry was available and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined.